Event description:
The reporter stated, that the surgeon inserted and removed an aa4204vl silicone single piece lens due to the capsule bag not being able to support the iol. Another type lens was implanted. There was no reported patient injury. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.